Manufacturer narrative:
Should add'l info becomes available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that a monarc sling was implanted on (B)(6) 2008. Reportedly after implant, the pt experienced "constant pain". The physician said, the primary source of her pain was the mesh that he described as having "wire threads and a jello-like coating on it." This does not describe an ams female mesh product. The mesh was removed on (B)(6) 2011.